Event description:
It was reported that during follow-up six months post implant, the left ventricular lead was found in the right atrium. The patient did not refer to any abnormal situation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.